Event description:
It was reported that a PICC was placed on (B)(6) 2024 measuring at 39 cm with 3cm visible with securement device used to keep the PICC in place. On (B)(6) 2024 the PICC was found to be leaking at the 2 cm mark. PICC was removed, with new PICC placed on (B)(6) 2024. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc sv was returned for evaluation. An initial visual observation of the photograph showed a section of catheter tubing of a powerpicc sv. A split was observed lengthwise in the catheter tubing external to the insertion site. While the split could be seen in the catheter in the returned photograph, no details of the damage could be discerned. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a PICC was placed on (B)(6) 2024 measuring at 39 cm with 3cm visible with securement device used to keep the PICC in place. On (B)(6) 2024 the PICC was found to be leaking at the 2 cm mark. PICC was removed, with new PICC placed on (B)(6) 2024. No other information provided, at this time.